Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not display paddles ECG following the successful delivery of one shock to a patient. Medical personnel retrieved a second device from another location and were able to successfully shock the patient. The customer was not aware of any adverse effect to the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and verified the reported issue; however, the cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not display paddles ECG following the successful delivery of one shock to a patient. Medical personnel retrieved a second device from another location and were able to successfully shock the patient. The customer was not aware of any adverse effect to the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.